Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined however, it is likely that significant force was applied to the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and two similar complaints for this lot number were identified.

Event description:
The account alleges that during procedure, the wire tore off in the patient. The device was retrieved. No injury to the patient.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.